Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Analysis of the device revealed that the device met specifications; the battery passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed multiple premature power switching events days prior to the reported event date. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. No additional information will be forthcoming.

Event description:
It was reported from (B)(6) that battery switching was seen in the outpatient center. The battery was exchanged with no reported effect on the patient. Prior to the event, the patient had been at home.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A preliminary review of the log files by a manufacturing technician confirmed the reported switching.